Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function, and diminished r wave sensing as the patient grew tall. During the procedure, the physician chose to use an expired spectranetics glidelight laser sheath (expiration date 07 june 2020). The extraction of the lead was successful with no alleged malfunction of the device and no reported patient harm. The patient survived the procedure.